Event description:
It was reported that the patient presented to the clinic for a implantable cardioverter defibrillator implant. During procedure, it was noted that the numbers on the right atrial (ra) lead were not good. The ra lead was not implanted as it was difficult to implant the lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section h6 - the investigation conclusion should have been unintended use error caused or contributed to event, rather than cause traced to component failure.

Event description:
New information received notes that the physician could not get good sensing amplitudes on the right atrial lead.

Manufacturer narrative:
The reported events of capture and sensing issue were confirmed. The complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Final analysis found that the inner insulation was damaged at 15.2 cm from the connector pin. Electrical testing found an internal shorting between conductors. The cause of the reported events was isolated to the inner insulation damaged due to the suture sleeve tie down forces consistent with procedural damage.